Event description:
Acct reports that the tubing below the hand pump is separating from the hand pump. States they have had approx 6 occurrences this year and have reported it 2x earlier this year. States they assume this occurrence had to do with a different lot number. States the pump is separating under several different circumstances, one when used in conjunction with a blood pressure bag and also when the pressure bag is not being utilized. States it is important that the pump can withstand pressure as the blood is usually needed immediately and they cannot afford to have the set break. No pt injuries have occurred as yet, but the staff is concerned that there may be a serious situation.